Event description:
The manufacturer service technician reported that the tip of the blade mount broke off while it was being serviced at the manufacturer facility. There were no adverse consequences related to this event.